Manufacturer narrative:
Product complaint # : (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an appendicitis surgery procedure on (B)(6) 2019 and suture was used. It was reported that the suture was broken during the surgery. Another like suture was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.